Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the definitive stem trial broke during surgery. Addition information was received from the distributor who stated the rubber piece came off the stem trial when the surgeon malleted the device. The rubber piece was retrieved from the surgery site and there was no injury to the patient was reported. Surgery was delayed 5-10 min due to this.